Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant are unknown. It was reported that the patient presented emergently to the ER with abdominal pain. A CT was done showing the device had migrated resulting in a type 1a endoleak. The physician knew the device had migrated and had been monitoring the patient over the last 2 to 3 years. There was no endoleak or sac enlargement during this time. The patient had renal problems which was the reason the physician was monitoring the patient instead of treating right away. Recently the patient was put on coumadin, which may have caused the device to start leaking. The device has migration approximately 3.5 cm and was in the aneurysm sac. Due to the length of the migration the physician¿s plan was to implant the two cuffs. The patient was treated with an endurant 32x32x49; which was implanted just above the flow divider of the aneurx bifurcated graft and into distal part of infra renal neck. Then an endurant 36x36x49 was implanted above the 32 cuff to just below renal arteries. The endoleak resolved. No additional clinical sequelae were reported and the patient is fine. The physician does not know the cause of the event.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak); (cause of event is unknown); conclusion: known inherent risk of a procedure (migration, endoleak); (cause of event is unknown).